Event description:
Technical services received a call on (B)(6)2012 from sales rep. Elective extraction of recalled 6948 med lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).